Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. The patient reported that the ablation procedure was not related to patient¿s implant or therapy. Ablation of the nerve endings did not help. It was reported the patient had no therapeutic benefit with stimulation and the pain was worse. The symptoms were related to positional movement. The patient said the pain was worse and she saw a neurosurgeon 1.5 weeks ago and was told that she has a bulging disc on her left side that is sitting on a nerve and that is why her pain is bad. The patient had been redirected to their healthcare provider (hcp) to do the left side and so the patient saw their hcp and was told that they did the whole spine, not just one side and there was not anything more they could do and was redirected to schedule reprogramming. Patient said she has one group with two programs and she has increased the setting however that has not helped to cover her pain said that sometimes the higher settings makes her pain worse. Patient said that she contacted the representative to schedule reprogramming and was told that he isn't available until next friday and to not make any more changes and stop using the controller for now. The patient was redirected to their hcp for pain management until the patient could have the system reprogrammed. There was no therapeutic benefit. The pain was in the back and both legs. The patient said that she feels the stimulation in her back and her left leg but not her right leg. The patient also mentioned that the representative reviewed how to use the controller very quickly one time during his lunch break. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had a ruptured disc on their spine since they were implanted. A manufacturer representative (rep) did programming on the previous monday in the patient¿s leg and butt. The patient had settings where they could feel pins and needles and it was good, but the sciatic up to the implant would get worse; it would get sore and they could hardly walk. The patient could have it on for five hours and they would get too sore and had to shut off the implant. They could barely lift their leg at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was experiencing severe pain. Additional information was received from the patient's spouse requesting that a manufacturer representative reprogram the patient's device. The patient was in unbelievable pain at the implant site that the patient could not walk anymore. The patient could not see the hcp until (B)(6) 2018. The issues started 3.5 weeks to a month ago in (B)(6) 2018. It was also noted that e patient was going to have ablation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.